Event description:
Additional information received indicated the increased capture threshold resulted in a loss of capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased threshold capture and decreased r- wave amplitude sensing value and impedance noted on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event and the patient was in stable condition.